Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin would not stop exiting the infusion set tubing during the load fill tubing process. The customer changed infusion set to address the issue and insulin delivery was resumed. Customer's blood glucose was 130 mg/dl.